Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per service record, third party service technician was able to confirm model lap top ventilator 900 internal battery was not holding charge. The ventilators internal battery was completely depleted when tested and would not charge on any power source. The service technician replaced internal battery.

Event description:
The customer reported model lap top ventilator 900 is not holding a charge. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.